Manufacturer narrative:
The reported issue with low air pressure has been confirmed during evaluation of the provided problem description. Log files from connected ventilator were not attached to this investigation. During further investigation of the reported issue it was found that the compressor tubing kit was defective and required replacement. After replacement, the compressor was tested and it passed all functional and safety tests and was cleared for clinical use. No parts were returned for further investigation.

Event description:
It was reported that the compressor alarmed for low air pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).